Manufacturer narrative:
Device evaluation: one device was received and then returned to the customer without investigation because of missing identification information and there was no evidence provided for review. No photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. Based on a review of service history and information provided by the customer, we are unable to determine a probable cause as the device is not available for investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventive maintenance the device was not showing the correct temperature. Calibration was attempted. The device exhibited an increase in temperature followed by a decrease in temperature. There was no patient involvement and no harm/adverse event was reported.